Event description:
It was reported that the table intermittently moves by itself. No injury reported. A field engineer was dispatched to the site and determined that the membrane switch needs to be replaced.